Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer removed and replaced the battery and the screen was flashing and the reservoir indicated empty and that it alarmed for a reset error. The customer had been in the showed prior to this issue occurring. The blood glucose reading was 116 mg/dl. The customer was advised to place the insulin pump in another room while showering to prevent moisture exposure and the button error alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to confirm the unexpected restart alarm or sensor anomaly due to the unresponsive keypad. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.